Manufacturer narrative:
Concomitant medical products: product ID: 977a290 , serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 18-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy (other) and spinal pain. It was reported that the patient's lead came out at battery replacement. 977a290 was bundled in ipg pocket site. The manufacturer representative was unsure if patient has had a fall. The lead was removed, plug put in empty port. No symptoms reported.